Event description:
A follow up call was made and the customer reported having unexplained high blood glucose. She stated that while being in other city and after showering and taking a meal her glucose level was 300, but kept climbing to 600mg/dl even after a bolus wizard correction. The customer stated that she called to her doctor exchange and had to treat manually. The customer experienced a similar situation the day before, but she treated her sugar level before going out. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime and the insulin did exit. The time, date, basal rates and bolus wizard settings were correct. Reviewed the alarm history and found several low reservoir alarms and a no delivery alarm. The customer mentioned taking medications for an allergy to the body wash, which it may contribute to increase her glucose level. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.